Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasonic gatrovideoscope exhibited the pink probe coating was damaged. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a broken cable. However, the specific cause of the broken cable could not be established at this time. Olympus will continue to monitor field performance for this device.